Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 event description have been updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating the issue is not resolved; they are still having issues with charging the implant. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack, unlocked and confirmed controller is 80 percent and implant is 80 percent. Caller then connected recharger and confirmed batteries (49) recharging excellent. After a few minutes, ins increased to 90%. Caller then stated that charging the implant is not really the problem; the issue is that the controller battery is not holding a charge long enough to charge the ins. Agent documented newly reported event. See pe 707753052 for controller battery is not holding a charge and replaced the battery pack.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for several months now patient has been having trouble when trying to recharge the implantable neurostimulator (ins). Patient states it seems like it takes forever to charge the implanted neurostimulator and they has to reboot the controller several times to keep it going. Patient then states they is getting a message to call medtronic but they does not know what the code is. Pt states when she is charging the ins the cord of the rtm is getting hot. Patient services (pss) had patient remove the battery pack and plug the controller into the ac power cord. Patient confirmed the controller powers on. Pss had patient re insert the battery and confirmed the green light on the controller is flashing. Patient is able to start a charging session of the implant with excellent charge quality. A replacement recharger telemetry module (rtm) was sent out. Patient called back reporting that they received the replacement recharger. Patient stated that they were reading the paperwork with the replacement and saw that they are supposed to have a belt. Patient noted that they never received a belt the whole time they have had their stimulator. A replacement belt was sent out.